Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones and presented to a nursing post. This device recorded high out of range shock impedance measurement, measuring greater than 125 ohms with the right ventricular (rv) lead. Boston scientific technical services reviewed the available latitude data and confirmed the out-of-range shock impedance measurements and recommended increasing the shock impedance alert on the device and to consider bringing the patient in for a lead integrity evaluation. No adverse patient effects were reported. This device and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones and presented to a nursing post. This device recorded high out of range shock impedance measurement, measuring greater than 125 ohms with the right ventricular (rv) lead. Boston scientific technical services reviewed the available latitude data and confirmed the out-of-range shock impedance measurements and recommended increasing the shock impedance alert on the device and to consider bringing the patient in for a lead integrity evaluation. No adverse patient effects were reported. This device and rv lead remains in-service.